Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro-insert migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual periods"), abdominal pain lower ("cramping") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, abdominal pain, menorrhagia, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were properly occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure micro-insert migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, chronic cervicitis and pelvic pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual periods"), abdominal pain lower ("cramping") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic abdominal vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, abdominal pain, menorrhagia, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia and menorrhagia to be related to essure. The reporter commented: discripancy noted as removal date (B)(6) 2011 insertion details-right-0 and left 4 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tubes were properly occluded.. Pathology test - on (B)(6) 2013: diagnosis: - uterus with menstrual endometrium. - chronic cervicitis. - right and left fallopian tubes with essure coils. Comment: one of the essure coils is completely contained within the fallopian tube.. Ultrasound scan vagina - on (B)(6) 2011: impression: in the further evaluation for identification and location of the essure inserts, the left appears to be more proximally located and the right side has not been identified. The patient was advised to continue other methods of birth control until further notice. Perforation cannot be excluded. Most recent follow-up information incorporated above includes: on 15-apr-2021: medical records received- new reporter, lab data, medical history, removal procedure, insertion details were added. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure micro-insert migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections, chronic cervicitis and pelvic pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("heavy menstrual periods"), abdominal pain lower ("cramping") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic abdominal vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, abdominal pain, heavy menstrual bleeding, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia and heavy menstrual bleeding to be related to essure. The reporter commented: discrepancy noted as removal date (B)(6) 2011. Insertion details-right-0 and left 4 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tubes were properly occluded. Pathology test - on (B)(6) 2013: diagnosis: uterus with menstrual endometrium; chronic cervicitis; right and left fallopian tubes with essure coils. Comment: one of the essure coils is completely contained within the fallopian tube.. Ultrasound scan vagina - on (B)(6) 2011: impression: in the further evaluation for identification and location of the essure inserts, the left appears to be more proximally located and the right side has not been identified. The patient was advised to continue other methods of birth control until further notice. Perforation cannot be excluded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.